Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel coarse error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified travel course reverse/ check clutch error. During the functional testing the reported issue was able to be duplicated. The root cause was due to normal wear as the pump was over 5 years old. Replaced clutch half's left and right. Replaced leadscrew and spring as a preventative measure.

Event description:
Additional information received indicates there was no patient injury associated with this event.